Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3776-60, serial/lot #: (B)(4), ubd: 18-aug-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy. It was reported that the patient needed an MRI. They stated that their ins and one of their leads were removed, but the second one was broken in the process and part of the lead remained implanted. The patient stated that they believed this happened when the ins was being implanted. The caller wanted to know if the patient was eligible for an MRI with a broken lead. It was noted that the broken lead looked to be placed in their cervical region. The event date was asked but was unknown, but they stated that they assumed the lead was broken the day the patient¿s current ins was placed on (B)(6) 2018, but they were not able to confirm this. No further complications were reported/anticipated.